Manufacturer narrative:
B3 date of event: unknown, used first date of aware month.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing incontinence due to the device no longer working. The patient will follow up with his physician. There were no additional patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing incontinence due to the device no longer working. The patient will follow up with his physician. There were no additional patient complications.

Manufacturer narrative:
B3 date of event: unknown, used first date of aware month. Corrected h6 impact code. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.